Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient's healthcare professional (hcp) told the patient at the end of (B)(6) 2014 that the pump was empty. The patient could not get to her hcp office because she was currently in the hospital, and had been "in and out of the hospital for the past 8 weeks for reasons unrelated to the pump." The pump was used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.